Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral abdominal wall hernia. It was reported that after implant, the patient experienced development of an enterocutaneous fistula requiring a revision surgery.